Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric sleeve, the surgeon fired the 1st staple load without incident, however, on 2nd staple fire on the stomach, after pushing the green button and squeezing the handle the jaws popped open but the staple load did not fire. The surgeon closed it and tried for the second time but the same thing happened. Another handle was used with the same reload to complete the procedure. There was no patient injury.